Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that device was packaged in its original pouch. No issue was found with the label. However, the outer diameter fo the device appeared to be larger than normal. Functionally, the device jaws opened and closed within specifications. Dimensional tests found the jacketed coil to be out of specification. Labeling specifications were reviewed, no issues were found. The labels were correct and within labeling specifications. The condition of the returned incident device was consistent with the complaint; difficulty advancing, however, no issue was found with the label. The label referred to the correct device. The most probable root cause is manufacturing due to the jacketed coil being out of specification. An investigation is in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of five radial jaw 3 single-use biopsy forceps devices. Manufacturer report #s 3005099803-2011-00711, 3005099803-2011-00712, 3005099803-2011-00713, 3005099803-2011-00714, 3005099803-2011-00715 address these devices it was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the device met with resistance as it was inserted into an olympus naso-biliary endoscope and the device became stuck at the tip of the scope. The device was removed from the scope and it was noted that the device was larger than normal. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Four additional unused and unopened devices with the same lot were returned by the customer as they were suspected of having the same failure. Additionally, it was reported that the unused devices were not inspected.

Event description:
Note: this report pertains to one of five radial jaw 3 single-use biopsy forceps devices. Manufacturer report #'s 3005099803-2011-00711, 3005099803-2011-00712, 3005099803-2011-00713, 3005099803-2011-00714, 3005099803-2011-00715 address these devices it was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the device met with resistance as it was inserted into an olympus naso-biliary endoscope and the device became stuck at the tip of the scope. The device was removed from the scope and it was noted that the device was larger than normal. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Four additional unused and unopened devices with the same lot were returned by the customer as they were suspected of having the same failure. Additionally, it was reported that the unused devices were not inspected.